Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced headaches 24 hours after charging the scs ipg everytime (irrespective of ipg turned on or off). As a result, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced and effective therapy was restored after the procedure. Issue was resolved.